Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, the patient presented with abdominal pain. Subsequent CT revealed the patient had an ivc filter unchanged since the prior CT abdomen scan. The proximal tip of the filter was 1.3cm inferior to the right renal vein. There was no tilting of the ivc filter. There was no fracture of filter elements. However, several inferior struts extended beyond the inferior vena cava wall up to 1.7mm. Therefore, the investigation is confirmed for the perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.